Manufacturer narrative:
The event of capsular contracture baker grade IV and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported right side "grade IV capsular encapsulation with possible rupture," "liquid-liquid content," and "radial folds." Device has been explanted. Healthcare professional reported treatment with "capsuloblast."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, rupture, capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side "grade IV capsular encapsulation with possible rupture," "liquid-liquid content," and "radial folds." Device remains implanted. Healthcare professional reported treatment with "capsuloblast."